Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Incident date not provided. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that mechanical ventilation would not start when selected. There was no report of patient injury.

Manufacturer narrative:
The ge healthcare service contractor performed a checkout of the system and confirmed the reported issue. The enhanced sensor interface board (esib), o2 cable, o2 switch, and o2 sensor were replaced to resolve the reported issue.